Event description:
The facility reports the resident had been lifted and maneuvered above. Wheelchair. At the time the spreader bar was pushed down to get pt in a sitting position. During this movement the hoist came forward and turned over forward. A wheelchair had already been placed under the hoist, which caused a fall of approximately 25 cms into the chair. The hoist was placed out o order so it could be inspected. The hoist was inspected and found to be all right. The hoist needed maintenance with respect to the adjustment of the spreader bar. Technically there was no danger and the hoist was approved for service. No injuries were reported.